Event description:
In 2008, the pt reported that at approximately 2:20pm, her blood glucose was elevated to 220 mg/dl. She attempted to bolus 8 units of insulin, and she received an occlusion (e4) error on her infusion device. She received 3.7 units of insulin before the error and then injected the remainder of the bolus to lower her blood glucose. She reported that she received a cortisone injection in her foot that was contributing to the elevated blood glucose. To troubleshoot the pt was instructed to disconnect from the infusion site and to perform a prime. She was able to do so without error. She was then instructed to perform a 1.5 unit bolus. She was able to do so without error. She stated that her headset had been in use for 3-4 days. She was advised to change the headset every 3 days. When the pt removed the headset she stated that the cannula was bent. The pt inserted a new headset, and was able to bolus to fill the cannula space without error. Upon follow up on two days later, the pt stated her blood glucose measured 102 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.